Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was nearing elective replacement indicator (eri) earlier than the expected for its longevity. The device was explanted and was replaced. It was also reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv and superior vena cava (svc) coil. Low impedance on the high voltage portion was also noted. The rv lead was explanted and was replaced. It was further reported that the left ventricular (lv) lead had high impedance. Initially, reprogramming was performed on the lv lead, then the lv lead was explanted. No patient complications have been reported as a result of this event.